Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. The procedure was extended for one hour, therefore, a report is being filed to document this event. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. If however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The rep is reporting that during a procedure involving a vapr handpiece and two lps electrodes, the generator read "output shorted." They changed the electrode and connected it to the handpiece; the handpiece would not recognize the electrodes. The procedure was extended one hour due to the complications with the handpiece and electrodes. They were able to complete the procedure with another like device with no pt consequences. [See also related mdrs 1221934-2007-00348 and 1221934-2007-00349]